Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the product code of the device? Can you identify the lot number of the device? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any patient consequences? Investigation summary: the product was not available for evaluation. A photo was reviewed and no conclusion could be made if it a result of user failure or issue with the manufacturing process. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The fibrin sealant preparation device syringe plunger snapped at the end, on the final expression. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: ¿ what kind of procedure was being performed? ¿ gastric sleeve ¿ what action taken to complete the procedure? ¿ none as syringe plunger end snapped at the very end of the use of evicel. ¿ in addition, could you please confirm whether any broken fragments generated/were retrieved? ¿ there were fragments and I believe all of it was in the photo attached when I submitted the product compliant & retrieved. The following information was requested, but unavailable: ¿ was there any patient consequences? ¿ was there any change in the post-operative care of the patient as a result of the event? ¿ can you identify the product code of the device? ¿ can you identify the lot number of the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.